Manufacturer narrative:
Although requested, patient demographics not received from the customer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit by a bd representative, the biomed reported the device had a channel disconnect alarm on the lvp module in the "b" position.